Event description:
The reporter alleged two newly received lifepak 500 nonrechargeable battery pak would not power a device. This did not occur during a pt use.

Manufacturer narrative:
Co verified the two batteries had prematurely failed and would not power a device as a result. The facility was provided with warranty replacements.